Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 24.0 diopter intraocular lens (iol) was implanted in the patient¿s right eye (od) on (B)(6) 2018. It was later explanted on (B)(6) 2018 due to the patient being unable to tolerate myopia and ended up -1.75. There was no incision enlargement, no vitrectomy performed, and no suture(s) used. The replacement lens was the same model. Reportedly, the patient outcome was good and there was still some glare at night, but much improved. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/15/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed under microscope 10x magnification, and it was observed cut in two pieces residues were observed in the optic zone. The optic zone was observed with marks. The haptics were observed positioned. This is a removed lens and the condition of the lens is related to the removal procedure. The reported complaint cannot be verified since the condition of the lens received, also this is a patient condition that cannot be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.